Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal cribriform occluder was selected for implantation using a 9f amplatzer trevisio intravascular delivery system. During the device preparation, it was noted that it was difficult to advance the occluder into the 9f sheath. When the device was deployed, both discs were deformed and unable to take on their original shape. There was no kinks or angulations noted in the delivery system. Another 25mm amplatzer multi-fenestrated septal cribriform occluder was then selected and implanted into the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use (IFU) the minimum recommended size delivery system for use with a 25mm cribriform occluder is an 8fr. A 9fr loader was used to deploy the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.event is not reportable, as the issue was detected prior to patient use. D6: implant and explant dates removed.

Event description:
Subsequent to the previously filed report, additional information was received that the deformation was noted prior to patient contact. The issue was detected prior to patient use, making the event non-reportable.